Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting proximal pressure sensor auto zero failed message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The device was being used to create a treatment plan for respiratory assist. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. We verified that the tubing was properly connected between the gas outlet and the gds. He plans to run the unit in ventilation mode for 30 minutes and see if he can duplicate the issue. The customer called back and stated he ran it all day, shut it down multiple times and restarted throughout the day. He confirmed he had no further issues with the reported error that initiated this service call. He returned it to the respiratory department. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.